Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump had alarmed 'low battery.' The patient had replaced the battery, after which the pump powered on and alarmed 'power loss while pump was running.' The alarm had been silenced, but the pump again displayed 'low battery.' The patient had replaced the batteries with another new set, but the 'low battery' alarm had persisted. The batteries had been removed, and the clamp closed. The patient stated that the registered nurse had experienced difficulty starting the pump the previous day due to an alarm. The medication involved was 5-fu. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.